Event description:
It was reported that the tip of the driver broke off during the posterior lumbar spinal surgical procedure. No patient complications were reported

Manufacturer narrative:
Visually confirmed the instrument tip has been broken off. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.